Event description:
During a shoulder procedure the head of the anchor snapped off. The remaining section of the anchor was left in the pt. The user facility reported that the surgeon predrilled the operative site. A backup device was available and used to complete the procedure. No pt injuries or complications were reported.